Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transcatheter aortic valve replacement (tavr) procedure with a 20mm sapien 3 valve deployed in the native aortic position, patient developed complete atrioventricular block (cavb) and temporary pacing was initiated. The patient did not return to own rhythm, and a permanent pacemaker was scheduled the following day. A second valve was implanted due to malposition.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The following report fields have been updated due to additional information received and corrected information: b1, g3, h6. The edwards sapien 3 transcatheter heart valve (thv) was not returned for evaluation and therefore visual, functional, and dimensional testing was not performed. No imagery was provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record (DHR) and lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The labeling/ instructions for use (IFU) for the commander delivery system with s3, IFU, and the procedure training manual were reviewed. Per IFU precautions: disengage the balloon lock and retract the tip of the flex catheter to the triple marker. Determine the position of the thv. Engage the balloon lock. Verify the correct position of the thv with respect to the target position. As necessary, utilize the flex wheel to adjust the co axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. No IFU/training deficiencies were identified. The complaint for "valve deployment and position - malpositioned thv" was unable to be confirmed, a complaint history review is not required. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As reported, "a 20 mm sapien 3 valve was deployed in the native aortic position. Then, the patient developed complete atrioventricular block (cavb) and temporary pacing was initiated. For valve position, it was too aortic sided than expected, it was supposed to be 100 : 0 (aortic / ventricular side) but actual position was 105 : -5. Although residual paravalvular leak was mild". Per the training manual, "typically final deployed thv position will be around 70/30 to 80/20 (aortic/ventricular) when using optimal". 105: -05 (aortic/ ventricular) does not meet the optimal final thv deployment position, which could lead to paravalvular leak as reported. Additionally, it was noted that the valve was under deployed by 1 ml. Per training manual, "the delivery system requires a prescribed volume for thv deployment and proper function". Lack of inflation volume likely resulted in an under expanded valve, which could lead to valve malposition due to lack of integrity between the thv and native annulus. The complaint for "valve deployment and position - malpositioned thv" was unable to be confirmed since relevant imagery/device was not provided for evaluation. No potential manufacturing non-conformances were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. A definitive root cause was unable to be determined, but available information suggests that procedural factors (valve positioning and deployment technique, under expanded valve) may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The available information suggests/indicate that the cause of the valve malposition was due to procedural factors (valve positioning and deployment technique, under expanded valve) may have contributed to the complaint event. The cause of the complete atrioventricular block (cavb) was not able to be determined. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.